Event description:
It was reported that while setting up for a procedure, they noticed that the probe would not snap into the holster and the tubing would not lock into the control module. They changed probes and completed the case with no consequence to the pt.